Manufacturer narrative:
(B)(6). Investigation result of sheath was broken at the guide wire port. A wallstent biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the proximal clear sheath at the guide wire port, detached from the blue portion of the sheath. The stent was fully constrained within the sheath and the clear sheath containing the stent was curved. In addition, the inner shaft was stretched. During functional analysis, the stent could not be deployed using the handle. It was possible to manually deploy the stent by pulling the tip of the delivery system. No damage were noted with the stent profile. There was a severe bend of the inner shaft 185mm distal to the guide wire track and the inner shaft proximal to the guide wire track twisted. No other issues were identified during the product analysis. The noted damages to the returned device were consistent with excessive force being applied while advancing the device into the stricture and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a wallstent biliary stent was to be used to treat a lesion in the hilar block due to cholangio carcinoma during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was pre dilated prior to stent placement. During the procedure, the physician was not able to introduce the stent in the hilar block as the stent was struck below the lesion and couldn¿t pass through. When the physician removed the device out of the scope , the catheter got stretched and became dysfunctional. The wallstent biliary stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.